Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer alleges per FDA report number mw5068032 using a heating pad under her shoulders receiving a burn and damaging a bedding sheet.